Event description:
It was reported that there was a gas leak from the needle shaft. An iceforce 2.1 cx 90 degree needle was selected for a cryoablation procedure to treat renal cell cancer. During the integrity test, however, the needle was completely submerged in saline, and a continuous streak of bubbles was seen coming out of the needle shaft. No damage was seen by the operating team. Another iceforce needle was used to complete the procedure, and there were no patient complications reported.

Manufacturer narrative:
D3 manufacturer address 1: tavor building 1, industrial park device evaluated by manufacturer: an iceforce 2.1 cx 90 degree needle (lot# 29332672) was returned to arden hills cis for analysis. Visual inspection of the exterior of the needle was performed and no abnormalities were noticed. The needle was connected to the icefx console, the two-minute pretest was performed, and during this test, gas bubbles were noticed escaping from the handle to shaft junction on the device. The needle was disassembled, and it was noticed that there was abnormal glue surrounding the needle shaft, and what appeared to be cracking in the glue. The reported event of a leak in the handle of the device was confirmed and likely caused by glue abnormalities in the handle to shaft junction.

Manufacturer narrative:
D3 manufacturer address 1: tavor building 1, industrial park.

Event description:
It was reported that there was a gas leak from the needle shaft. An iceforce 2.1 cx 90 degree needle was selected for a cryoablation procedure to treat renal cell cancer. During the integrity test, however, the needle was completely submerged in saline, and a continuous streak of bubbles was seen coming out of the needle shaft. No damage was seen by the operating team. Another iceforce needle was used to complete the procedure, and there were no patient complications reported.